Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Doctor reported an active blood glucose result of 69 mg/dl and lab result of 180 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.